Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation was turning on and off by itself for the past month. It was also reported the patient lost stimulation approximately a week ago. After losing stimulation, the patient was not able to establish communication between his ipg and external devices. The sjm representative met with the patient and confirmed the issue. Surgical intervention is planned as the next course of action.

Event description:
Follow-up information revealed during the (B)(6) 2015 surgical procedure, the patient's ipg was also replaced.

Manufacturer narrative:
Explant date. This information was inadvertently omitted in the previous report (reference MFR. Report:1627487-2015-23189-001). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Review of the manufacturer's device registration records indicate the patient's ipg was explanted on (B)(6) 2015.